Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately june of 2023 from date manufacturer was made aware.

Event description:
It was reported that the patient was charging longer and stimulator not keeping as long as it used to. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded.